Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer cleared the alarm and resumed insulin delivery. Customer declined follow up from tandem technical support. No additional information was provided. Customer's blood glucose was 107 mg/dl at the time of alarm.